Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: during investigation, there was a call service 064-0008 alarm observed in black box, alarm history and was duplicated. Due to internal moisture damage near motor flex connector, the motor was not working. The battery compartment was cracked from the top above pad to cover part. The display as found to be dim and discolored. There was a cover crack between corner of lens and case seal and a base crack between case seal and keypad. The pump was opened and there was moisture corrosion found on motor flex connector. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a call service alarm issue. It was reported that the pump emitted a cs 064 alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.